Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, general surgery was completed by moving longitudinal c arm manually. The philips remote service engineer (rse) inspected the system remotely and advised the customer to check if the brakes come off when the manual switches for longitudinal movements were activated. No further information regarding the issue has been provided by the customer. No service has been performed by philips since no response from the customer. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per instruction for use (IFU), if the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the c-arm had a geometry movement failure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.